Event description:
It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the monitor was not showing an image. The procedure was not completed due to this event. No patient complications have been reported as a result of this event.